Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency room (ER) on (B)(6)2018 with rectal bleeding. The patient was admitted to the hospital. Hemoglobin was at 11.7 and international normalized ratio (inr) at 20.1. Patient was on coumadin but not acetylsalicylic acid (asa). Gastrointestinal (gi) service was consulted. Examination revealed that the patient was bleeding due to hemorrhoids and was treated with topical medication. The patient was discharged to home on (B)(6) 2018. The issue was reported to be resolved with sequelae.